Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized and went to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2024 . The blood glucose level was 615 mg/dl at the time of event and the patient got treated with intravenous and fluids of saline and insulin. The event was caused by the infusion set coming out while asleep. The patient was released from the hospital on (B)(6) 2024 . No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.